Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 101 (night drain #1) alarm during drain one on the homechoice. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) reviewed the program and found the initial drain alarm set at 0. The patient does not do any manual exchanges during the day. The tsr explained the alarm to the patient. The tsr suggested the patient call the peritoneal dialysis registered nurse and have the initial drain alarm reset. The patient understood what was occurring and why he felt too full during the first cycle. The patient would call the peritoneal dialysis registered nurse to advise. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed and passed successfully without any delays or alarms. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.